Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding an unspecified high glucose scan while wearing scanning the adc device compared to the hcp meter. As a result, on (B)(6) 2022, the customer experienced delirium and dizziness and was provided intravenous glucose drip, "hrt, estrogen, perimetrium, testosterone cream, centroid, and tylenol by the hcp based on an unspecified blood glucose test obtained on the hcp meter. The customer was diagnosed with hypoglycemia. No further information was provided. Sensors scan of hi (greater than 22.2 mmol/l) and hi (greater than 22.2 mmol/l) compared to adc meter blood glucose test of 10 mmol/l and 1.5mmol/l, when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant.